Event description:
The user facility reported that an employee opened the door to the sterilizer to add an item and steam escaped and burned the employee's hand. The employee went to the ER and was prescribed a topical ointment to use. The area was also bandaged. The employee has returned to work. No procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician arrived onsite and could not get the sterilizer's control power to stay on long enough to run a test cycle. The technician did notice that the sterile air filter housing was filled with water. The technician stated that the air filter housing being filled with water would not allow the unit to vent properly. The employee was not wearing proper ppe during the time of the reported event as instructed in the operator manual. The operator manual states (pp.1-1), "sterilizer, rack/shelves, and loading car will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load. Protective gloves and apron must be worn when reloading sterilizer following the previous operation." The operator manual further states (pp.1-1), "steam may be released from the chamber when door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor." The unit subject of the reported event was manufactured in 1987 and is under steris service contract. The unit is currently out of service and the user facility is awaiting approval of funds for a new unit.